Manufacturer narrative:
The initial reported event of the lead fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pace/sense portion of the lead was capped and replaced due to high impedances, oversensing and a conductor fracture. It was also reported the device was replaced due to inappropriate therapies. No further patient complications were reported as a result of this event.